Event description:
Patient was revised to address subsidence of the tibial tray. It was reported that the tibial tray was loose at the cement/bone interface, and depuy cement was used in the primary surgery. (Left knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of supplied x-rays suggested tibia subsidence and tibial tray loosening. The investigation could not draw any conclusions about the root cause of the subsidence and tibial tray loosening. No evidence was found indicating product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.